Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during implant the slitter got stuck on the sheath and could not get cut off. The left ventricular (lv) lead then dislodged. A new sheath was used and the lead was implanted. No patient complications have been reported as a result of this event.